Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted. Device received with stripped battery cap coin slot(p).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm. Customer's blood glucose value was unknown at the time of the incident. Troubleshooting was performed. The customer stated that the alarm happened multiple times after replace a battery. Customer reported they were able to clear the alarm and were able to rewind the insulin pump. Customer stated that alarm occurred shortly after inserting a new battery. The device will be returned for analysis.